Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing date: 10march2010. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: procedure: anterior cervical discectomy and fusion (acdf). Surgeon went to place distractor over the distractor pins, and the distractor hinge broke on one arm; the distractor broken into two pieces. No harm was done to the patient as the hinge broke before distractor placement into the patient. Surgeon asked for another distractor to use. There was a two (2) minute delay in surgery. No reported adverse event. This is report 1 of 1 for (B)(4).